Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, it was reported that the patient passed out in the grocery store due to hypoglycemia. Emergency medical services (ems) was contacted and the patient¿s bg meter reading was in the 30s mg/dl while the cgm was reading in the 50-55 mg/dl range. However, it was reported that the patient¿s cgm mobile app did not alert the patient to his hypoglycemic state. The patient was also wearing an omnipod insulin pump. There was no documentation of what medication or treatment the patient received for hypoglycemia reversal. The patient was responsive and ¿fine¿ at the time of report. Data was provided for investigation. An analysis of the data logs indicated that the sensor session began on (B)(6) 2026 at 9:11 pm. The sensor session lasted > 7 days and ended due to an algorithm detected failure on (B)(6) 2026. There were 2 bg calibrations attempted during the sensor session. On the day of the reported event ((B)(6) v2026) there were two urgent low glucose alerts. At 3:51 am the egv was 51 mg/dl and the urgent low alert sounded at 55% audio volume and escalated to 70% followed by 100% volume. There was no acknowledgement of this alert. At 9:51 pm the egv was 52 mg/dl and the urgent low sounded and escalated until the egvs went above the low threshold. All alerts were found to have performed as expected with audio volume repeating every 5 minutes until acknowledged or until the alert auto cleared. The allegation and probable cause could not be determined. No additional event or patient information is available.